Manufacturer narrative:
Patient information unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however; an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire on the handle assembly was kinked at the proximal end and near the distal end. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The proximal end of the trip wire could be cinched in the handle assembly. The deployment thread was found intact with the distal end of trip wire and was not broken at any location. A functional evaluation to deploy the bands could not be conducted since the ligator assembly was not returned. However, a functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The root cause could not be determined because the device could not be functionally verified as the ligator head was not returned. The most likely root cause has been determined to be operational context. It is likely that anatomical/procedural/operational factors were encountered when the device was first used which impacted the deployment activity of the bands. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. They removed the device and tested it outside the patient and deployed a band successfully. They reinserted the same device into the patient and completed the case with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. They removed the device and tested it outside the patient and deployed a band successfully. They reinserted the same device into the patient and completed the case with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.